Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient's infusion set got detached from body while bathing on (B)(6) 2026. No further information available.